Event description:
A small blue fragment from the inner trocar broke off during the procedure.  The trocar was bladeless with a fixation cannula (10mm-15mm). The fragment was removed using surgical instrumentation and no harm was done to the patient. The trocar and fragment were removed from the field and a new one was opened. No needles were passed through the cannula.